Manufacturer narrative:
Device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.

Event description:
The device was returned with no information. Follow up with the hcp revealed the device was explanted due to infection. No specific symptoms were reported. The iipg and electrode were removed. The infections resolved. The outcome was reported as: non-serious injury.